Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level ranged from 30 to 70 mg/dl after their healthcare provider (hcp) made adjustments to the pump settings. The customer ate sugar and lowered the temporary basal rate to address the low bg level. The customer consulted hcp for new setting adjustments.